Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), epstein-barr virus infection ("autoimmune diagnosed ¿ epstein-barr"), fatigue ("fatigue"), anaemia ("anemia") and coagulopathy ("clotting"). The patient was treated with surgery (hyst. (Partial), salping. (Unilateral)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, epstein-barr virus infection, fatigue, anaemia and coagulopathy outcome was unknown. The reporter considered abdominal pain, anaemia, coagulopathy, dysmenorrhoea, epstein-barr virus infection, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: date of insertion (B)(6) 2016 (please note discrepancy) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos deleted and new events pelvic pain, chronic., abdominal pain, dysmennorhea(cramping), menorrhagia (heavy menstrual bleeding), autoimmune diagnosed ¿ epstein-barr, fatigue, anemia, clotting and patient did not undergoes essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small identifiable essure piece that was grasped and removed separately'), pelvic pain ('pelvic pain, chronic.') And heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation done with essure insertion" and device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included thermal ablation, left lower quadrant pain, pelvic adhesions, dyspareunia, loop electrosurgical excision procedure, laparoscopically assisted hysterectomy and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), epstein-barr virus infection ("autoimmune diagnosed ¿ epstein-barr"), fatigue ("fatigue"), anaemia ("anemia") and coagulopathy ("clotting"). The patient was treated with surgery (hyst. (Partial), salping. (Unilateral), left salpingo-oophorectom/right salpingectomy, thermal ablation and lap. Left salpingo-oophorec, lap.right salpingectomy with removal of essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, epstein-barr virus infection, fatigue, anaemia and coagulopathy outcome was unknown. The reporter considered abdominal pain, anaemia, coagulopathy, device breakage, dysmenorrhoea, epstein-barr virus infection, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). The reporter commented: date of insertion (B)(6) 2016, (B)(6) 2010 (please note discrepancy) date of removal: (B)(6) 2010, (B)(6) 2012, (B)(6) 2015 (discrepancy noted). No. Of coils: once the implant was placed and retracted, 3 coils were seen on the right side.the next essure was then placed in the contralateral cornual area. Again, once the coil was released, 3 coils were seen at the end. (B)(6) 2010: essure technique, thermal ablation. (B)(6) 2012: da vinci assisted hysterectomy. (B)(6) 2015: laparoscopic left salpingo-oophorectomy with lysis of adhesions, laparoscopic right salpingectomy with removal of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small identifiable essure piece that was grasped and removed separately'), pelvic pain ('pelvic pain, chronic.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation done with essure insertion" and device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included thermal ablation, left lower quadrant pain, pelvic adhesions, dyspareunia, loop electrosurgical excision procedure, laparoscopically assisted hysterectomy and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), epstein-barr virus infection ("autoimmune diagnosed ¿ epstein-barr"), fatigue ("fatigue"), anaemia ("anemia") and coagulopathy ("clotting"). The patient was treated with surgery (hyst. (Partial), salping. (Unilateral), left salpingo-oophorectomy/right salpingectomy, thermal ablation and lap. Left salpingo-oophorec, lap. Right salpingectomy with removal of essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, epstein-barr virus infection, fatigue, anaemia and coagulopathy outcome was unknown. The reporter considered abdominal pain, anaemia, coagulopathy, device breakage, dysmenorrhoea, epstein-barr virus infection, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: date of insertion (B)(6) 2016, (B)(6) 2010 (please note discrepancy) date of removal: (B)(6) 2010, (B)(6) 2012, (B)(6) 2015 (discrepancy noted). No. Of coils: once the implant was placed and retracted, 3 coils were seen on the right side. The next essure was then placed in the contralateral cornual area. Again, once the coil was released, 3 coils were seen at the end (B)(6) 2010: essure technique, thermal ablation. (B)(6) 2012: da vinci assisted hysterectomy. (B)(6) 2015: laparoscopic left salpingo-oophorectomy with lysis of adhesions, laparoscopic right salpingectomy with removal of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small identifiable essure piece that was grasped and removed separately'), pelvic pain ('pelvic pain, chronic.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test" and medical device monitoring error "thermal ablation done with essure insertion". The patient's medical history included thermal ablation, left lower quadrant pain, pelvic adhesions, dyspareunia, loop electrosurgical excision procedure, laparoscopically assisted hysterectomy and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), epstein-barr virus infection ("autoimmune diagnosed ¿ epstein-barr"), fatigue ("fatigue"), anaemia ("anemia") and coagulopathy ("clotting"). The patient was treated with surgery (hyst. (Partial), salping. (Unilateral), left salpingo-oophorectomy/right salpingectomy, thermal ablation and lap. Left salpingo-oophorec, lap.right salpingectomy with removal of essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, epstein-barr virus infection, fatigue, anaemia and coagulopathy outcome was unknown. The reporter considered abdominal pain, anaemia, coagulopathy, device breakage, dysmenorrhoea, epstein-barr virus infection, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: date of insertion (B)(6) 2016, (B)(6) 2010 (please note discrepancy) date of removal: (B)(6) 2010, (B)(6) 2012, (B)(6) 2015 (discrepancy noted). No. Of coils: once the implant was placed and retracted, 3 coils were seen on the right side. The next essure was then placed in the contralateral cornual area. Again, once the coil was released, 3 coils were seen at the end. (B)(6) 2010: essure technique, thermal ablation (B)(6) 2012: da vinci assisted hysterectomy. (B)(6) 2015: laparoscopic left salpingo-oophorectomy with lysis of adhesions, laparoscopic right salpingectomy with removal of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received. Events: "there was a small identifiable essure piece that was grasped and removed separately" and 'thermal ablation done with essure insertion' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.